Event description:
On 12/9/20222, it was reported by a arthrex employee via email that an ar-1588rt acl tightrope rt suture broke while being tightened. This was discovered during a reconstruction of posterior cruciate ligament injury of the left knee and meniscus repair procedure on (B)(6) 2022. Case was completed with a new ar-1588rt acl tightrope rt. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-1588rt acl tightrope serial/batch number (B)(6) was received for investigation. Functional testing with the remaining suture found not issues. Visual evaluation found that the suture uhmwpe was broken. Use error.